Event description:
During deployment of a zenith flex zt main body on (B)(6) 2010, the physician noticed that it was very difficult to turn or loosen the pin vise on the delivery system. The physician was able to deploy the graft with no problems or incidence. The device deployed in its normal fashion, it just was difficult to advance the top cap due to the pin vise. Pt outcome is unk as it was not provided by reporter.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. The returned product was examined, and it was confirmed that the pin vise was difficult to turn or loosen. Engineering is aware, the potential for the pin vise handle to back up on the collet and cause difficulty in moving the cannula. It was determined that the returned device displayed characteristics of this failure mode. The device was manufactured prior to a change which modified the type of pin vise used in manufacture of -zt devices, preventing the reoccurrence of this failure mode. Code incorporated confirms the security of the pin vise to the cannula by tightening the pin vise and manually checking security of cannula. We will continue to monitor for similar events.